Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was placed on an in-house system. The iesu energized and cauterized all ports and recognized instruments. The reported issue was not replicated.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the site contacted the technical support engineer (tse) and reported the erbe generator shut off during a procedure. The customer walked in and received the information from other staff and contacted tech support. Caller was unsure how the procedure was completed. The customer was asked to check the power cords on the erbe; however, it was not with the system. There was no reported injury.